Event description:
It was reported the charging system adaptor was getting extremely hot during charging. A new charger was sent to the pt and the issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.